Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the top case chipped. The right plunger case was cracked. The bottom case was cracked. There was no evidence of the error recorded in the event history log (unable to view ehl due to blank screen with constant alarm). The customers reported problem was not duplicated. No problem was found with the pump, it powered up with no issues. The investigation was unable to determine the cause of the error reported. Preventative maintenance was performed on the pump as preventative/corrective measure. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that during a returned order service the device had a blank screen and it was continuously alarming until the battery was removed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No information has been provided to date.